Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman access system (was). When the closure device deployed it assumed an abnormal shape. The physician proceeded to recapture the closure device and the implant anchors scraped the laa resulting in a pericardial effusion. The patient was transferred to surgery where a thoracotomy was performed and the laa ligated. The patient remains under physician monitoring in the intensive care unit.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman access system (was). When the closure device deployed it assumed an abnormal shape. The physician proceeded to recapture the closure device and the implant anchors scraped the laa resulting in a pericardial effusion. The patient was transferred to surgery where a thoracotomy was performed and the laa ligated. The patient remains under physician monitoring in the intensive care unit. It was further reported the patient stabilized and was discharged.

Manufacturer narrative:
B5 event description updated.

Manufacturer narrative:
H6 device code correction: material integrity problem updated to activation failure including expansion failures.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman access system (was). When the closure device deployed it assumed an abnormal shape. The physician proceeded to recapture the closure device and the implant anchors scraped the laa resulting in a pericardial effusion. The patient was transferred to surgery where a thoracotomy was performed and the laa ligated. The patient remains under physician monitoring in the intensive care unit.